Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l77605, implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: l77605, ubd: 18-feb-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2100 mcg/ml at 693 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2018 the patient was seen in the ER (emergency room) with extreme spasms after a dose change that had been made the week prior. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was read, and no errors were found. The ER doctor wanted the patient to follow up with her pump managing doctor this week and wrote her an oral baclofen prescription until then. As of (B)(6) 2018, it was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on 21-nov-2018 and it was reported that the patient¿s catheter was replaced today. No further complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: the manufacturer¿s device registration system indicates that the 8578 portion of the catheter was replaced on (B)(4) 2018. The 8709 catheter remains implanted and a new 8578 portion was added to it. Product ID 8578 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8578 serial/lot# (B)(4) , ubd (B)(4) 2019, UDI# (B)(4) ¿ device code (B)(4) is no longer applicable for this event. Conclusion code (B)(4) is for the catheter and conclusion code (B)(4) is for the pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2018 from a healthcare professional (hcp) who reported that the issue that necessitated the catheter revision on (B)(4) 2018 was that the pump flipped and the catheter was not infusing appropriately. No further complications were reported/anticipated.